Manufacturer narrative:
An event date was provided. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. In agreement with the clinical observation a warning message was prompted on the programming device indicating an elevated current consumption. Therefore, the pacemakers memory content was inspected. The inspection revealed that the current consumption was temporarily minimally elevated as a result of slightly low lead impedance values. Note that the lower the impedance values, the higher the current consumption. In this case, the user is notified with a device status error message upon interrogation. The battery voltage was as expected and the battery status was therefore 85 percent. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. No anomalies were noted. In conclusion, the review of the quality documents confirmed a regular device manufacturing. Based on the pacemakers memory content the clinical observation resulted from measured low impedance values. However, the device proved to be fully functional during analysis. In particular, the current consumption was normal. There is no indication of a device malfunction.

Event description:
During the device interrogation, there was a popup message of, excessive current consumption detected. Please perform ram dump and contact to biotronik. The device was removed from the patient no explant date was provided.